Manufacturer narrative:
Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the surgeon could not get past registration. All checkmarks show green however the checkmarks are outside of the tree and not in the lung volume. When all registration is completed, red x says complete survey. Registration review shows all green dots off tree. Would not correct CT to body divergence. Patient does have a spine stimulator. The physician was not able to complete the enb portion of the case and was not completed by other means and the case was aborted.